Event description:
It was reported that the surgeon positioned a cage in a disc space and it wouldn't expand. The o-rings and tubing kits were - all were ok. The surgeon pulled the cage out of the disc space and loaded another cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the cage was returned for analysis and the failure was confirmed via functional inspection. Functional test was performed in stryker facility. There was a leakage coming from the implant body. A manufacturing review of the device was performed and indicated no discrepancies or anomalies as all units met stryker specifications. Conclusion: a plausible root cause of securing mechanism disengagement could not be determined conclusively.

Event description:
It was reported that the surgeon positioned a cage in a disc space and it wouldn't expand. The o-rings and tubing kits were - all were ok. The surgeon pulled the cage out of the disc space and loaded another cage.